Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the feed tubing was hanging on the floor leaking. Upon inspection, the iris dobhoff was found to be broken at the purple tube feeding port. The patient had just received medication via the medication port. It was reported to the rn that the port would leak when medications/flushes were administered. This was noted to have happened twice during the shift prior to the device breaking. No tugging on the tubing had occurred prior to the breakage, and it did not get caught on anything.

Manufacturer narrative:
A device history record review could not be performed because the serial/lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. The physical device was not received for investigation. Because the device was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition or determine the root cause of the event. If the device is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.